Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the ins implanted during the revision was the first device that was part of the clinical study for the patient, and that details regarding the patient's previous device were not available in the database. The patient's baseline weight was also reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the ins was revised on (B)(6) 2015.